Manufacturer narrative:
The complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) checked the continuity of the power cord with no opens or shorts discovered. The cord was flexed during testing, which did not cause any failure. No defects were found with the power cord. Per log analysis: the power manager log goes back to (B)(6) 2015. On that date the system switched to battery backup one time for two minutes and five seconds. All indications in the log are that alternating current (a/c) power was lost. On (B)(6) 2015 the system switched to battery backup one time for 13 seconds. All indications in the log are that ac power was lost. On (B)(6) 2016 the system was powered up on battery backup. Ac power was restored and then switched to battery backup one time for one minute and 16 seconds. All indications in the log are that ac power was lost. The software was upgraded to 1.70 on this day as well. The system switched to battery backup one more time on (B)(6) 2016. On (B)(6) 2016 (complaint date) the system was powered up on battery backup. The log indication is ac power was disconnected. Ac power was restored about 16 minutes later. No more occurrences of battery backup in the log. There is no indication of a problem in the log. There is no way to tell from the log if ac power was actually lost or if there was a power problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a power issue occurred. The machine changed to battery power while setting up for the procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) could not duplicate the reported problem. He verified that the power cord and the breakers were in working condition. He tested the device on alternating current (a/c) and battery power and flexed the power cord and plug, all tested appropriately. He replaced the power cord as a precaution. He verified that the device operated properly with the new power cord installed.